Event description:
It was reported that after insertion of the iab, and while the patient was being stabilized for emergency bypass surgery, the pump's helium loss alarm was noted, so they reset the pump and continued pumping. After 2 1/2 hours of pumping, blood was noted in the tubing but the pump didn't alarm. The iab was removed and replaced without complication.